Event description:
It was reported that the pacer dependent patient presented for device change out for normal eri. Prior to the procedure noise reversion was turned on and the device was appropriately programmed. During the procedure when electrocautery was used around the device to open pocket, pacing stopped and did not continue for a few seconds after cautery stopped. It was also noted that there were pauses in pacing when the set screws were loosened to remove the competitor pace/sense rv lead, even though the lv lead was still connected. The procedure continued without complication with the use of the system analyzer. The patient was doing fine after the procedure.

Manufacturer narrative:
The reported pacing anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported pacing anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.